Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 250 mg/dl. After clearing the alarm, the customer delivered a bolus of insulin and the bg level was lowered. As the customer was sleeping when the alarm occurred, it was thought that the infusion tubing may have been tangled. However, as the occlusion alarm did not reoccur, tandem technical support was unable to confirm if the tubing was the cause of the occlusion.